Manufacturer narrative:
The report received from the affiliate indicated that a smart control iliac stent was delivered to the target lesion from the right below the bifurcation to the external iliac artery but the stent jumped forward during the deployment and was placed distal to the target lesion (towards the aorta side). An additional stent was placed proximal to the initial stent and the entire target lesion was fully covered. The procedure was completed without patient injury. The 90% occluded lesion was moderately calcified with moderate vessel tortuousity. The ipsilateral approach was used in the procedure. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment and the user held the handle of the smart control sds flat and straight outside the patient. No additional information is available. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15306724 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received from the affiliate indicated that a 96x60mm smart control iliac stent (complaint product) was delivered to the target lesion from the right below the bifurcation to the external iliac artery but the stent jumped forward during the deployment and was placed distal to the target lesion (towards the aorta side). An additional stent (details unknown) was placed proximal to the initial stent and the entire target lesion was fully covered. The procedure was completed without patient injury. The product will not be returned. The 90% occluded lesion was moderately calcified with moderate vessel tortuousity. The ipsilateral approach was used in the procedure. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment and the user held the handle of the smart control sds flat and straight outside the patient. No additional information is available.